Event description:
The facility manager reported a pt perforation to fujinon. Pt's outcome at the time the procedure was completed, found internal hemorrhoids, otherwise a normal colonoscopy to cecum. The pt went to the physician the next day and the perforation was discovered. The pt required surgery to repair the perforation.

Manufacturer narrative:
The subject colonoscope has not been returned by the customer for eval. This sn scope has not been involved in any other pt injuries. Internal qc and service records did not reveal any abnormalities that could have caused the perforation. Fujinon has made several attempts to retrieve the subject colonoscope from the facility and to date, still have not received. Also, fujinon has made several attempts to gain additional pt's info on the condition of the pt and to date, no additional info has been provided.